Event description:
On (B)(6) 2023 a customer reported that they had received a negative antibody screen result with capture-r ready-screen 3 on their neo iris instrument. The patient received a transfusion, and a delayed serological reaction was observed. Subsequently anti-c and anti-jkb were identified.

Manufacturer narrative:
On (B)(6) 2023 an immucor field service engineer (fse) examined neo iris instrument serial number (B)(6) onsite and performed a successful unexpected reaction checklist. The fse performed qc (group and screen) and received the expected results (five samples ran: four resulted with expected results and one resulted as no_int with cell 3 due to an equivocal (customer confirmed sample is positive for antibodies). On (B)(6) 2023 immucor used remote access to review the results for sample ID (B)(6) from (B)(6) 2023. No instrument problems were noted. The internal immucor reference for this event is (B)(4).